Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and an afx infrarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately nine (9) years post initial procedure a type 3b endoleak and a sac growth were identified. Re-intervention was done. The physician elected to implant (2) ovation ix iliac limbs, an alto main body and an ovation prime fill polymer. The procedure went well and the patient was discharged following the secondary procedure.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type 3b endoleak of the bifurcated stent graft and sac growth of 28.6mm were confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest a type 2 endoleak from the right internal iliac artery and sac growth of 28.9mm also occurred that was not included in the event as reported. The most likely causation for the type 3b endoleak is device-related. The use of strata material likely contributed to the reported event. There was concomitant product use (non endologix stent in the right common and internal iliac arteries) that most likely contributed to the type 2 endoleak. Procedure-related harms of this complaint could not be determined with the medical records available for review. The final patient status was discharged following a successful secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. Corrections: g3 awareness date h6 investigation finding codes; remove 3233 h6 investigation conclusion codes; remove 11.